Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
The customer reported via phone call of high and low blood glucose readings from the insulin pump. The customer stated that she had a brand new battery in the pump and it read battery out limit. The customer stated that she had high and low blood glucose readings and had to go to the emergency room due to her foot issue. The customer was assisted with clearing the alarm.